Manufacturer narrative:
A ge service rep performed an onsite investigation. The dsad2 circuit board needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that only one of the monitors on the system worked and no image was displayed on the other. No pt injury was reported.